Event description:
A customer reported to baxter (B)(6) of a pvc-free administration set in which a leak was observed from the upper chamber site. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a pvc-free administration set in which a leak was observed from the upper chamber site was not confirmed during sample evaluation. One sample was available for evaluation. Visual test and under water pressure tests were performed. No defect was found during evaluation and the sample was working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This is a product not distributed in the us and does not have a 510k number.